Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5568-53, implantable pacing lead, (B)(6) 2011; 694765, implantable tachy lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the discriminator did not withhold therapy on the defibrillator. The patient received inappropriate shocks due to ventricular t-wave oversensing. The device remains in use. The patient is a participant in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.